Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working and put back into service.

Event description:
It was reported the system failed to boot up attributed to a displayed collimator potentiometer error code. There are no reports of patient injury or death associated with this event.